Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. All buttons were tested for their functionality and all passed. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on (B)(6) 2024 at 09:11:00.000. Pump alarmed no relevant no delivery alarms on the event date of 13-dec-2024 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [{22.350mv}]. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery/occlusion alarm was not confirmed during testing. Keypad anomaly was not confirmed during testing. Moisture damage was noted found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, mmt-1880l. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin flow blocked alarm. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-242a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.